Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.

Event description:
It was reported that patient underwent an open reduction internal fixation on (B)(6) 2014. During insertion of the cortical screw into the plate, a small amount of fine wire like fragment appeared to come off the screw threads. The screw was implanted in the patient and the fragment was removed from the patient.